Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one 18g mission disposable core biopsy instrument for evaluation. The device was received without protective tubing. Upon visualization the device appeared to have residue throughout the device and was returned in initial configuration with the cannula at the 00 mm position. There were no other visual anomalies noted on the device. Upon functional testing, the device was primed by pulling back on the plunger to the 10mm position. The plunger locked into place. The device was then primed to the 20mm position by pulling back on the plunger once more. Again, the plunger locked into place. The device was fully primed without issue. The device fired without issue and did not self activate. Therefore, the investigation is unconfirmed for the reported self-activation or keying as the received device fired without any issue and did not self-activate. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using a mission instrument. After firing the device, an issue occurred with the instruments locking system following pushing the inner needle to retrieve the specimen. Slight needle movement occurred crushing the specimen. It was further reported that, without pressing the trigger button, the outer cannula released from the prime position. The procedure was completed by another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using a mission instrument. After firing the device, an issue occurred with the instruments locking system following pushing the inner needle to retrieve the specimen. Slight needle movement occurred crushing the specimen. It was further reported that, without pressing the trigger button, the outer cannula released from the prime position. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.